Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer treated with insulin pump and manual injection for high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will return for the analysis.